Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse effect to the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue. Additionally, the customer experienced a blood glucose (bg) level of 51 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.